Manufacturer narrative:
The device was not evaluated by a beckman coulter (bec) field service engineer (fse). The access accutni+3 reagent pack was not returned for evaluation. The customer reported visible particulate matter in the sample. Re-centrifugation followed by re-testing of the sample generated results within the normal reference range. In conclusion, the cause of this event was a sample pre-analytical issue on the part of the customer. Re-centrifugation of the sample generated results within the normal reference range. There is no evidence of a bec reagent or system malfunction. (B)(4).

Event description:
The customer reported obtaining an erroneously high access accutni+3 result for one (1) patient on the laboratory's the access 2 immunoassay system portion of the unicel dxc 600i sychron access clinical system serial number (B)(4). The result was reported from the lab and the customer stated that the patient involved was hospitalized and had a change in treatment as a consequence of the erroneous result. The patient had an initial result of 0.0955 ng/ml generated on (B)(6) 2016. The patient had presented as an outpatient to the hospital and was subsequently admitted to the intensive care unit (ICU) as a consequence of the false high access accutni+3 result. The patient was treated as a non-st segment elevation myocardial infarction (nstemi) and administered medication as a consequence of the erroneous high access accutni+3 result. Details of the medication were not provided. Beckman coulter (bec) requested further information from the customer in relation to any potential harm to the patient as a consequence of the change in patient management. Bec was informed that the customer had raised an internal prime incident report containing confidential information which they are unable to provide details of to bec. The patient sample was retested in duplicate on (B)(6) 2016 with results of 0.0460 ng/ml and 0.0387 ng/ml being generated. The sample was noted to contain visible particulate matter. The sample was re-centrifuged and tested in duplicate. Results of 0.007 ng/ml and 0.0 ng/ml were generated. All system parameters, including system check, calibration and quality control (qc) were within specification at the time the erroneous result was generated. The sample was drawn in a (B)(6) rapid serum tube (rst) tube and centrifuged at 4000g (gravitational force) for three (3) minutes.